Event description:
Recipient was seen in the clinic for device check due to inconsistent sound. Recipient reports sound comes in and out and he no longer wears device regularly due to limited to no benefit. Recipient noted a slow decline in performance, however, it has been several months since he has been experiencing limited benefit with no specific time frame provided. Re-implantation is scheduled for (B)(6) 2024.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned in (B)(6) 2024.

Event description:
Recipient was seen in the clinic for device check due to inconsistent sound. Recipient reports sound comes in and out and he no longer wears device regularly due to limited to no benefit. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.